Event description:
After initiating cardiopulmonary bypass, the hot water flow was interrupted resulting in premature cooling of the pt, causing fibrillation. The interruption of the water flow was caused by a deteriorated valve in the water mixing system, an accessory of the perfusion system. Back-up equipment was put into use, the pt was warmed and defibrillated successfully. The hospital confirmed there was no injury suffered by the pt.